Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02060. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The closure device was implanted; however, an cardio echocardiogram was performed and they found a 1.5cm pericardial effusion. A drain was inserted and they withdrew 60mls of blood. No further patient complications were reported and the patient status is stable.